Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose was 200, 197, 316, 50 mg/dl. The customer was treated with the insulin pump for high blood glucose. The customer reported that they had received the no delivery alarm. Troubleshooting was performed for low blood glucose. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.